Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but it may have been exposed to perspiration. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 257 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to lack of button response. The insulin pump was received with a cracked display window at bottom right side corner, a cracked case at display window corners and a cracked reservoir tube lip.